Event description:
The device was returned for service. During service, depleted main batteries were found. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.